Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone 25mg/ml; 11mg/day and clonidine 175mcg/ml; 77mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced increased pain. The patient followed up with the physician on (B)(6) 2016. A dye study was performed and failed to withdraw; date unknown. The cause was a catheter kink at the anchor site. The patient experienced withdrawal type symptoms related to the catheter kink. At a pump replacement on (B)(6) 2016 the catheter presented kinked at the anchor site. The dose was reduced and the pump and catheter were replaced (B)(6) 2016. The catheter was discarded. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive; no injury. (See manufacture report 3007566237-2016-02889 for event regarding pump replacement).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.